Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt ((B)(6)) is experiencing pain and numbness in the right knee. These issues were reportedly present prior to implant of the lead; however, the pt alleges the symptoms worsened approximately two weeks after the procedure. The pt describes the pain as a recurring shooting pain which can be felt in the right leg approximately 20 minutes after stimulation is discontinued. In addition, the pt has fallen due to weakness of the right leg. During these occurrences, stimulation was reportedly not in use. There are no plans for invasive intervention with respect to these issues.